Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 112 mg/dl. The customer states the pump would not deliver and alarmed button error. The customer states the pump alarmed no delivery a couple times, but did not call when the alarms occurred. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.